Event description:
On november 14, 2004, the patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The patient obtained a 440 mg/dl and 464 mg/dl on the reported meter and then began feeling dizzy. No actions were taken following the use of the meter that would effect the blood glucose level. The patient then decided to visit the "blood center" for a blood glucose test. No result was specified. No treatment was received. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative (ccr) was unable to walk the patient through quality control testing, as the meter was prompting the error 2 message. The ccr verified that the patient was using correct testing technique and had test strips that were in good condition. The ccr walked the patient through a retest and the meter prompted the error 2 message. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.